Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a collection procedure, they observed clotting in the return tubing line. The operator stopped and aborted the procedure. No medical intervention was required for this event. Patient information is not available at this time. Patient outcome is not available at this time. The spectra optia idl collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause for the clumping/clotting could not be determined. Based on the rdf analysis, the system was operating as intended. Possible causes for clotting in the system include but are not limited to running the procedure at a high ac ratio, patient physiology, and/or inadequate venipuncture.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: review of the rdf and associated interface aim images for this procedure confirmed the presence of clumping in the connector starting approximately 45 minutes (elapsed run time) into the run and persisting for the duration. In addition to the clumping, there were numerous inlet pressure and return pressure alarms throughout the course of the procedure. It was noted that the operator did decrease the inlet: ac ratio but only to 11. Consequently, it would have helped to reduce the inlet: ac ratio to 8 at the first signs of clumping and left it at a lower value until the clumping resolved. The signals in the run data file indicate that the ac fluid detector was functioning as intended, as the sensor saw fluid in the ac line during ac prime, at the beginning of the procedure, and throughout the run. Furthermore, there were no alarms during ac prime to suggest an occlusion was present in the ac line at the start of the procedure. Investigation is in process. A follow-up report will be provided.

Event description:
Due to EU personal data protection laws, the patient information is not available from the customer. Patient's gender and weight were obtained from the run data file (rdf).